Manufacturer narrative:
The adhesive patches (clear and/or white) can cause skin irritation or allergic reaction, which is a known and anticipated potential adverse effect. Eversense user guide mentions about it under "risks and side effects". The user reported an allergic reaction with symptoms of rash and wetness caused by the white adhesive patches. The symptoms first appeared on (B)(6) 2025. Patches were not expired. Bandage or tegaderm weren't being used at the time when symptoms occurred.the user's hcp was aware of the event and prescribed the user with benadryl cream.as per dms, user was not using the system since (B)(6) 2025 and confirmed that the site has cleared and will resume use of the system soon.this incident does not require any further investigation.

Event description:
Senseonics was made aware of an incident where user reported allergic reaction to the clear and white patches.the adhesive patches were not expired .the symptoms first appeared around (B)(6) 2024.the user's hcp was aware of the event and prescribed the user with benadryl cream.as per dms, user was not using the system since (B)(6) 2025 and confirmed that the site has cleared and will resume use of the system soon.